Event description:
It was reported that the device had an error 1210 on display and a beeping noise. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found code 1210 and 1310. Visual/functional testing was performed. Error 1210 appeared on display and a beeping noise was verified by power up process. The cause was identified to be bad soldering on the real time clock (rtc) battery. Replaced the rtc battery to correct the issue. The device passed all functional tests after the repair.